Event description:
In 8/2002, pt admitted through e.r. In severe respiratory distress, unconscious, had been in an abandoned building for approximately two days. On event date respiratory therapist noticed the alarm summary display info in window on the 7200/ma-1/servo 900 c ventilator designated "safety valve open." No ventilator alarms were audible. The ventilator then went into quickest mode. Several attempts were made to reset, but were unsuccessful. Ventilator was moved and second one setup. Fifteen days later, pt transferred to nursing home, regained strength and alert.